Event description:
Information received by medtronic indicated that insulin pump had a insulin flow block alarm. The customer experienced hyperglycemia with a blood glucose value of 28 mmol/l. Customer was disconnected from the pump due to several insulin flow block alarms. The current blood glucose value was 12.2 mmol/l. Troubleshooting was performed. Insulin flow block alarm was resolved by complete set change. Customer was hospitalized to treat hyperglycemia. The pump was used within the 48 hours of the reported event and smart guard/auto mode was not active. No harm requiring medical intervention was reported. The customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in initial report. The information has been provided in section b5 and h6 in hecc and heic with this report.

Event description:
Correction: there was medical intervention. Customer was hospitalized. Customer reported having insulin flow block at work and not being able to change her set. She was hospitalized on (B)(6) 2022 for high blood glucose of 28mmol/l and diabetic ketoacidosis. Customer had ketones. Customer was disconnected from the pump and given needles. Since being discharged, customer's blood glucose have been coming down steadily since changing her set and reservoir. Customer said she had the set in for 4-5 days at the time of the issue.